Event description:
It was reported that a patient received inappropriate atp and hv therapies. Programming changes were made, and no further issues were reported. The device remains implanted. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.